Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 360 infusion pump. The reporter stated that the pump was pumping systematic anti-cancer therapy (sact) for a patient; however the infusion volume was incorrect. The pump displayed 249ml had been pumped through out of a 270ml bag, however there was obviously more than 100ml remaining in the bag. It was not known what were the prescribed pump settings. The expected fluid/medication to be left in the container was 51ml. The actual fluid/medication left in the container was greater than100ml. It was not known on how much medication was delivered to the patient in the reported timeframe. The event was discovered by a clinical staff. There was patient involvement but no harm was reported.

Manufacturer narrative:
Based on log review it is concluded that the device was working as expected and no issue was identified with device operation or accuracy. Device was programmed to deliver 270ml over a 2 hour period at 135ml/hr on line b. Infusion stopped after 7 seconds with volume to be infused (vtbi) 269.8ml. Program changed to 300ml at 135ml/hr with duration 2hours 13mins 20seconds. Device gave prox air total alarm after 1hr 7mins 14 secs and was backprimed to clear alarm. Volume remaining:149 ml and total volume infused: 151.2 ml. Lineb was resumed for remaining 149ml at 135ml/hr. Lineb was stopped by user after 44mins 30 secs (volume remaining: 48.5 ml and volume delivered:100.5 ml and total volume delivered: 251.7ml), which is consistent with the expected volume of 51ml stated by customer in complaint description. The device passed all performance verification testing without issue. No issue found with device operation or delivery accuracy. The customer's complaint was not confirmed as it was not replicated during testing and no issue found in log review. Therefore no probable cause determined